Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00513. The patient received an scs system including an ipg and surgical lead on (B)(6) 2007. It was reported that the recharge burden for her ipg has increased. In addition, the patient alleges that her stimulation is not as effective as it has been in the past. According to the manufacturer's records, a new charging system was recently shipped to the patient. An appointment has been scheduled for further interrogation of the patient's scs system.